Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Unit returned in a generic plastic bag. A visual inspection was performed and the device presents kinked in the body at 10.7cm, 15.0cm and at 34.8cm approx. From the proximal end; and the wire was broken. Moreover, the distal section of the wire was not returned (154.8cm approx.). All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2014-07971. Reportable based on device analysis completed on 25nov2014. It was reported that the burr was stuck with the rotawire. A 1.75mm rotalink¿ plus and an unspecified rotawire were used to treat a severely calcified target lesion. During withdrawal, the burr got stuck with the wire. The procedure was completed with this device. There were no patient complications reported and the patient's status was good. However, device analysis revealed that the wire was broken.